Event description:
It was reported that the pt was revised due to pain, not achieving full extension of the knee, and being unhappy with results.

Manufacturer narrative:
This report will be amended when our investigation is complete.